Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. No phone number provided. The gas delivery system(gds) assembly was returned to the fi(failure investigation) lab for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The fi test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator did power up from ac and deliver breaths, however, air flow accuracy test did not pass. The flow was set to 0 (liters per minute)lpm and average air display was at -0.7 lpm and should be within the spec of -0.6 to 0.6 lpm.I it was noted the o2 flow accuracy test did pass. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba generating the air flow average air display reading to -0.7 lpm. U1 and eeprom u2 that contains the sensor calibration data was replaced on the air flow sensor pcba. The customer replaced the defective gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported air flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.